Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited pacing failure. It was also reported that the patient underwent a open-hea rt-surgery and the ra lead was observed to be dislodged to the inferior wall of the right atrium. Following thoracotomy for the heart, dislodgement of the lead supposedly occurred at the time of the surgical procedure. It was suspected that the ra lead dislodged due to being pulled back during open-heart-surgery. The patient was placed in intensive care and the ra lead was revised at a later date. The ra lead remains in use. No further patient complications have been reported as a result of this event.